Event description:
A customer reported a cartridge alarm 20 issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that there had been cartridge alarms with consecutive cartridges and decided to replace the pump, as it was still under warranty. The customer was informed that they would receive a new pump with updated software and provided with instructions on returning the faulty pump to avoid being charged. The customer was also advised on programming settings and connecting their continuous glucose monitor to the replacement pump. The customer understood and acknowledged all instructions.